Event description:
Customer states that they received a low battery alarm. The blood glucose reading was 313 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with high idle current and unexpected off no power alarm due to open lcd driver on lcd board. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window. No failed battery test alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.